Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the stent would not load on to the guide wire. The target lesion was in the common bile duct. A 10 x 7cm rx biliary stent had been selected. The physician was unable to load the device over the guide wire. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "fine".